Event description:
A pharmacist reported that a knife was noted to be blunt prior to surgery. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified as 977600m, manufactured on 08/26/2014. For this final lot, one component knife lot, manufactured in january 2014, was used to make up the final lot. A device history record review for each of the knife lots was conducted. No anomaly was found during the device history records reviews. The product was released based on the manufacturer's acceptance criteria. A complaint history review indicates no additional complaints were associated with the knife lots. Additionally, two separate lot numbers were reported as possible lot numbers of the complaint sample. These were 971884m and 973574m, both manufacturer on july 2014. A device history record review for each of the knife lots was conducted. An anomaly was found during the device history record reviews that did not contribute to the customer complaint. The product was released based on alcon's acceptance criteria. No additional investigation is required based on device history review. A complaint history review indicates no additional complaints were associated with these additional knife lots. The root cause for the defect experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).